Manufacturer narrative:
The dates of the events are unknown; however, the article was submitted for publication on 4th of july 2023. Therefore, the 'submission for publication date' was used as the occurrence date. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as no relative patient information was provided. However, it could be related to the mechanism above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Article reference: lopez vazquez d, flores rios x, salgado fernandez j, rebollal leal f, vazquez rodriguez jm. Percutaneous management of aortic root rupture after balloon-expandable tavr. Jacc case rep. 2023 oct 19;26:102080. Doi: 10.1016/j.jaccas.2023.102080. Pmid: 38094169; pmcid: pmc10715956. H3 other text: literature reporting, no indication of device return.

Event description:
As reported by our affiliates in spain, through review of medical article "percutaneous management of aortic root rupture after balloon-expandable tavr", corresponding author dr. Domingo lopez vazquez, the following event was identified as pertaining to an edwards device: an 83-year-old female underwent a transfemoral aortic valve replacement (tavr) with a 23-mm sapien 3 ultra valve due to severe aortic stenosis. Immediately after procedure, the patient presented hemodynamic instability and an aortography showed aortic root rupture. As a consequence, it was performed a urgent pericardiocentesis, transfusion of blood products, administration of noradrenaline and it was decided to try to resolve the complication percutaneously. After several failed occlusion attempts with coils and vascular closure devices of different sizes, a vascular closure device was implanted and achieve complete occlusion of the rupture zone, with no evidence of extravasation on control aortography. Two days after procedure, a transthoracic echocardiogram was showed a normally functioning aortic prosthesis. At 5-days patient was able to be discharged.

Manufacturer narrative:
Additional information received providing procedure date. No additional information to report.